Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a m37 - patient pressure not constant warning occurred before step 1 of setup. Patient was not connected during incident. The reported issue(s) is not a result of the supplies. Unable to type password to reach diagnostics without alarm popping up. Patient is requesting a replacement and does not feel comfortable using machine. Advised to discontinue use of this cycler. Replaced cycler due to m37 patient pressure is not constant. The fresenius technical support representative issued the cycler replacement. Advised eta (B)(6)2024 by 8pm. Schedule p/u for (B)(6)2024. There was no patient involvement and no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: device returned to the manufacturer for physical evaluation. Visual inspection of cycler exterior showed no signs of physical damage and visual indications of dried fluid within the cassette compartment and of particulates within the cassette area. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, front panel display remained dim. Known good inverter board installed and display became operational. An internal inspection of cycler found a short on t1 of inverter board with lot code 2211 which reflects transformer has p155 insulation thickness. Inverter board is located on the rear of the front panel assembly. Known good inverter board installed and display became operational. Touch screen test and patient sensor calibration check failed. Failure traced to patient sensor 2 reading being out of range. Recalibrated patient sensors. Patient sensors now within specification. Patient sensor calibration check, valve actuation, and system air leak tests passed. Pre-accelerated stress test simulated treatment performed without failures or problems. Internal inspection of cycler found a loose communication cable on the back panel. Visual indications of dried fluid on the bottom cover underneath pump assembly. Cause not determined. No discrepancies encountered with mushroom heads. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.